Event description:
A reporter called customer service in 6/05 to inform them their meter was in the wrong unit of measure. Pt denied changing the unit of measure or receiving or seeking medical treatment. The issue was resolved and the meter was placed. In 7/05 lifescan received a hospital statement that the pt enclosed with the returned meter. After medical affairs left multiple messages on the pt's answering machine, pt responded on 7/05 and reported the following: pt's family member was the initial contact in 6/05, not the pt. Pt was not privy to that conversation; hence the conflicting information. After pt diagnosis of type two diabetes in september 2004 with a blood glucose "in the 140's or 160", pt purchased the meter, testing three times a day pre-meals. Pt was diet controlled. Around mid march 2005 a hemoglobin a1c test was "good because the physician's assistant did not put pt on medication". No other tests were done. Pt actually has attempted to change the time of day in the meter. A month before the 6/05 call, pt noticed a "period" in the results such as "17.5". A result of 17.5 mmol/l is equivalent to 315 mg/dl. Other results were "3 something [30.0 mmol/l]. Pt denied meter prompts of hi (>33.3 mmol/l or 600 mg/dl). When asked what pt would have done for results over 300 mg/dl, pt responded, "called my doctor". When asked how pt had interpreted results such as 31.4, pt responded, pt thought the decimal point just got in there and thought it was 314". Up to and three weeks prior to 5/05 pt experienced light-headedness, headaches, dizziness, polyuria, and polydipsia. Pt does not recall the meter's results on 5/3 or 5/2. Thinking pt was experiencing another brain aneurysm, the familiy took pt to the ER where a lab glucose was in the "400's with protein in the urine". Pt was "given something to drink", not treated with insulin, and discharged a few hours later. Pt now takes 1000 mg of fortament. Recent results on the physician's meter and their replacement have been in the 120 mg/dl range. Pt commented and alluded to the fact that they were still not familiar with the process of diabetes, testing, or terminology such as mg/dl or mmol/l. The complaint is considered an adverse event due to possible use error: the pt did not question the decimal point and may have changed the unit of measure when attempting to set the clock. Pt experienced hyperglycemic symptoms and glucose levels.

Event description:
A reporter called customer service in 2005 to inform them their was in wrong unit of measure. They denied changing the unit of measure or receiving or seeking medical treatment. The issue was resolved and the meter was replaced. About five weeks later lifescan received a hospital statement that the pt enclosed with the returned meter. The pt had written on it, "I got this bill because blood sugars running high". After medical affairs left multiple messages on the pt's answering machine, they responded three days later and reported the following: pt's family member was the initial contact in 2005, not the pt. They were not privy to that consversation; hence the conflicting info. Afther pt diagnosis of type two diabetes in 2004 with glucose "in the 140's or 160", they purchased the meter, testing three times a day pre-meals. Pt was diet controlled. Around 2005 a hamoglobin a1c test was "good because the ohysicians assistant did not put me on medication". No other tests were done. Pt actually had attempted to change the time of day in the meter. A month before the initial contact call, pt noticed a "period" in the results such as "17.5". A result of 17.5 mmol/l if equivalent to 315 mg/dl. Other results were "3 something[30.0 mmol/l]. She denied meter prompts of hi (>33.3 mmol/l or 600 mg/dl). When asked what they would have done for results over 300 mg/dl, they responded, "call my doctor". When asled how they had interpreted results such as 31.4, they responded, "I thought the decimal point just got in there and thought it was 314". Up to and three weeks prior she experienced light-headedness, headcahes, dizziness, polyuria, and polydipsia. Pt does not recall the meter's resuts on 5/3 and 5/2. Thinking they were experiencing another brain aneurysm, the family took pt to the ER where a lab glucose was in the "400's with protein in the urine". Pt was "given something to drink", not treated with insulin, and discharged a few hours later. Pt now takes 1000mg of fortamet. Recent results on the physician's meter and their replacement have been in the 120 mg/dl range. Pt commented and alluded to the fact that they were still not familiar with the process of diabetes, testing, or terminology such as mg/dl or mmol/l. The complaint is considered as an adverse event due to possible use error: the pt did not question the decimal point and may have changed the unit of measure when attempting to set the clock. They experienced hyperglycemic symptoms and glucose levels.